Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(6) study (B)(6), which was reported as expected to the (B)(6) studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, the patient experienced chronic pain and swelling. Culture of the peri-implant tissue found evidence of infection that may have contributed to the device failure. This is supplemental report 2 of 2 for the same event. Supplemental report 1 of 2 is reported on MFR #0001032347-2014-00257-1.

Event description:
The surgeon informed the clinical research staff of a revision surgery due to an infection and chronic pain. The operative report states "findings: no evidence of hardware failure and no evidence of any chronic granulation tissue. No evidence of infection. The soft tissue around both devices was mature. Soft tissue biopsies as well as cultures were obtained."

Manufacturer narrative:
The instructions for use (IFU) and the patient brochure both indicate infection and pain as possible adverse events. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The operative report states there is no evidence of hardware failure. Visual evaluation of the returned implants confirmed no evidence of excessive wear. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of five for the same event.